Event description:
Feeding tube noted to be coiled up in pt's mouth. When the nurse removed the feeding tube, the weight was noted to be sheared off. Kub x-ray showed the weight in the duodenum and a 6" piece of the feeding tube in the stomach. Dr notified; MFR rep notified 11/9/94. Feeding tube was inserted 10/21/94.